Manufacturer narrative:
Complaint conclusion: a report was received that the site encountered difficulty while flushing a 6 x 150mm smart sfa stent delivery system (sds) during the prep of the device. When flushed a second time, the stent prematurely deployed. The device was exchanged and the procedure completed with no reported patient injury. The site reported that the sds had been stored, handled, inspected and prepped according to the instructions for use (IFU) and that nothing unusual was noted about the device prior to use on the patient. During the prep of the device and prior to use on the patient, difficulty was encountered while flushing the device. This difficulty was described as ¿stiffness¿. When the device was again flushed a second time, the stent prematurely deployed by about 1cm. The device was exchanged and the procedure completed with no reported patient injury. One non-sterile smart 120 150, sfa - 6x150mm was received coiled inside a plastic bag with the hemostasis valve open and the stent partially deployed by 0.9cm. No other discrepancies were found. Functional testing of the flushing process was successful with no anomalies found. Functional testing of the deployment process was successful with no anomalies found. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The product IFU instructs user to flush the hemostasis valve with heparinized saline using a 3cc syringe to expel air. They are then instructed to lock the valve and continue flushing until the heparinized saline weeps from the distal catheter end. Based on the information available for review, there are handling factors (based on the results of the product analysis) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the preparation of a smart stent delivery system (120 150, sfa - 6x150mm), it was reported that a stiffness was found when it was flushed. When it was attempted to flush again, the stent was prematurely deployed 1cm. Therefore the stent was changed to another stent. There was no reported patient injury. The product will be returned for analysis. The product was stored and handled according to the IFU. The device was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. It is unknown if when the device was removed from the tray if the stent was still constrained within the outer member/sheath. The target lesion was unknown. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown.